Event description:
A customer in (B)(6) reported an instance of their thin prep 5000 processor producing error 6818 ft 026. Filter is leaking liquid; they were not able to create a slide. The customer lost a patient sample when the error occurred. Since the customer is a testing laboratory which collects and analyzes samples form different clinics it could not be confirmed if the clinic recalled the patient. The field service engineer confirmed but was unable to reproduce the error. Replaced parts as needed and performed all required setups per technical documentation. Processed customer samples to confirm operation. Instrument operational. Us:although the instrument produced an error code during this incident, this is a reportable event since the patient may need to be recalled for additional sample collection, which could result in a delay in patient diagnosis. (B)(6): according to the latest revision of the (B)(6) guidelines, this event would not be classed as a reportable incident. As confirmed by the dispatched field service engineer, the error code was verified and the issue was successfully resolved through replacing parts which didn't' appeared to be running optimally. As the customer is testing laboratory only it could not be determined if the patient would require recalling; a new event wil be raised and evaluated if it is reported that the circumstances surrounding the recalled patient meets (B)(6) reporting guidelines.